Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. Quality engineer and complaint analyst reviewed and visually inspected the sample returned from the customer. Customer returned filter pre-loaded in the cartridge, pusher wire, dilator and delivery catheter sheath, filter was not able to be removed from the cartridge. Found dry blood on the cartridge and assumed user used jugular approach. Filter and cartridge was soaked in alcohol for 3-5 minutes, then filter was removed and advanced through the cartridge with the pin (loaded tool) without any issue. Dilator and pusher wire was also used, filter advanced through the delivery catheter sheath without any issue, filter opened normally and no damage was found regarding the product. Product complaints mode could not be duplicated during the evaluation. During the procedure, pusher wire was not fully centered. This complaint is most likely related to user error in user environment, so no corrective action required this time.

Event description:
The doc was using the jugular approach. Inserted the sheath over the wire. Tried to deploy the filter over the wire and the dilator wouldn't advance the filter. The doc then pulled out the wire and tried to use the curved pusher and it would not go through the cartridge. They pulled everything out and used another filter.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The doc was using the jugular approach. Inserted the sheath over the wire. Tried to deploy the filter over the wire and the dilator wouldn¿t advance the filter. The doc then pulled out the wire and tried to use the curved pusher and it would not go through the cartridge. They pulled everything out and used another filter.